Event description:
During verification testing at the service center leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.